Event description:
Mandatory medwtach received from the customer reporting an over-delivery of morphine while the pump was in use. The report states, "pt using pca. When pt got up to walk, pt complained of dizziness & blurred vision. Pump delivered too much morphine. Narcan given to reverse effects of this". The customer was contacted for further info. It was reported that the pump was programmed in the pca only mode to deliver 1 mg/ml morphine, with a 1mg pca dose, a 10 minute pt lockout, and a 20mg 4 hour limit. After an unspecified amount of time the pt got up to walk and "became dizzy and experienced blurred vision". A nurse was in the room at the time of the event to assist the pt to the bed. The pt was given 0.4mg narcan "to reverse the effects". It was reported that the "pump display read that 28mg were delivered and the hospital's review of the programming history showed there were only 4 pt demands". The pt was discharged with no reported adverse sequelae. Though requested, no further info was available.